Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed to power up. The device's ac inlet connector cable was replaced to address the issue. There was evidence of physical damage.